Manufacturer narrative:
Date received from MFR: 04dec2019. No part returned for evaluation. A supplemental report will be submitted if new information becomes available.

Manufacturer narrative:
G4: 18aug2020; b4: 12oct2020. The central processing unit (cpu) board was received for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was tested and no failures were identified. The reported condition could not be verified. Power management was also received for evaluation. Failure investigation identified the failures to the device were isolated to the resister in reference designator r31 on the power management printed circuit board assembly there are solder cracks that are open and not making contact with the trace. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18aug2020. B4: 08sep2020. The philips field service engineer (fse) was able to duplicate the reported issue and debugged the failure to the power management printed circuit board assembly (pm pcba) that contributed to the phenomenon. During the review of the event log the fse noted there was a indication of a ventilator restart. The fse replaced the pm pcba and confirmed the unit did not generate the reported 35 volt failure and operated to specification, the fse then replaced the central processing unit printed circuit board assembly (cpu pcba) as a precaution for the ventilator restart identified in the device event log. A periodic maintenance was performed on the device and the device was tested in accordance with the maintenance procedure and deemed to meet specifications. Device was returned to the customer. The power management printed circuit board assembly (pm pcba) was received for evaluation. Visual inspection of the pm pcba revealed no evidence of damage or contamination. A failure investigation (fi) technician slaved the pm pcba into a fi ventilator and tested the device. The fi technician was able to duplicate the report issue of 35-volt failure. The fi technician identified component in reference designation r31 (resistor) having solder cracks that were open and not making contact with the trace. The device failed to meet specifications, the cracks in reference designation r31 (resistor) on the pm pcba resulted in the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported that a ¿check vent: backup alarm failed¿ alarm and a ¿check vent: auxiliary alarm supply failed¿ alarm occurred, and a blower stopped. The device failed to power on afterwards. There was no patient involvement or user harm reported.